Manufacturer narrative:
The two samples were sent to the manufacturer for investigation. The control recovery of all controls recovered within +/-1 sd range. Sample 1 was reactive with hbsag ii. Hbsag confirmatory test was performed. The sample was negative for hbsag by the confirmatory test. Sample 2 was non-reactive with hbsag ii. It was noticed that the special wash settings on the customer's analyzer are not correctly set, which can lead to higher anti-hbs results. The customer did not use the required rack adapters for 13 mm. Diameter tubes the cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable low elecsys hbsag immunoassay results for one patient from the cobas 6000 e 601 module serial number (B)(4). The initial result was 0.811 coi (non-reactive) and the repeat result was 0.817 coi (non-reactive). On (B)(6) 2018, the sample was repeated and the results 3.19 coi (reactive) and 3.19 coi (reactive). A new sample was drawn on an unknown date and the result was 0.809 coi (non-reactive). No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event.